Manufacturer narrative:
Investigation into this complaint to date includes an existing data review, a quality data review and a complaint history review. Investigation is summarized as follows: customer data review of customer results logs were performed. Both runs were valid, met assay specification requirements, and no error codes or flags were displayed for the controls. There is no indication that the abbott realtime sars-cov-2 amp rgt kit (list 09n77-90) lot 510271 is performing outside of established design performance specifications. However, discrepant (false positive) result for four patient samples upon retest on two other techniques (cepheid or argene) occurred and could be due to sample handling or integrity. Additionally, wavy curves were observed on both runs (raw data). Internal control curves for 3 out of 4 samples show suppression. Contamination could not be eliminated. The device history record (DHR) review for abbott realtime sars-cov-2 amp rgt kit (list 09n77-90) lot 510271 and its components was performed. The review did not identify any issues which could result in the reported complaint during the production or the release testing for lot 510271. The CAPA / non-conformance review was performed to identify any records that were potentially related to the reported complaint for abbott realtime sars-cov-2 amp rgt kit (list 09n77-90) lot 510271 and its components. The CAPA review did not identify any issues related to the reported complaint and these lots. A lot specific complaint review was performed to identify any similar complaints to the ticket being investigated, which reported a discrepant result (false positive) for four patient samples when using abbott realtime sars-cov-2 amp rgt kit (list 09n77-90) lot 510271. The complaint history review did not identify any additional complaint tickets related to the reported complaint for abbott realtime sars-cov-2 amp rgt kit (list 09n77-90) lot 510271. Based on the results of the investigation elements, a product deficiency for the abbott realtime sars-cov-2 amp rgt kit (list 09n77-90) lot 510271 was not identified.

Manufacturer narrative:
Complaint has been elevated for investigation. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that abbott realtime sars-cov-2 amplification reagent kit (list 9n77-90) is similar to the abbott realtime sars-cov-2 amplification reagent kit (list 9n77-95) sold in the united states. Ticket does not reference a us list 9n77-95 lot number.

Event description:
Customer reported three discrepant result of false positive on their realtime sars-cov-2 assay. The samples were retested using cepheid and argène methods. The result was negative. Molecular application specialist (mas) performed a log review and determined the amplification curves for the runs in question were normal and the target were within validation criteria. However, during that run, multiple samples had high viral load, which suggests a possible contamination. Mas suggested to the customer to perform contamination swab. These three false positives were not reported outside the laboratory, therefore, there was no opportunity to impact patient management. Customer later reported one additional false positive result, which was reported to the patient who had to be quarantined. There was no report of death or serious injury. This incident is being reported to FDA because the incident occurred in (B)(6) using the realtime sars-cov-2 assay, list number 9n77-90, which is the same/ similar to the realtime sars-cov-2 assay, list number 9n77-95, which received FDA eua approval.